Event description:
The customer contact reported a disconnection. The patient was receiving an unspecified protein solution and a liposyn solution via an extension set that was connected to a microclave port male adapter plug. After 21 hours in use, the extension set disconnected from the microclave port male adapter plug. The nurse estimated that the extension set was disconnected for less than 30 minutes. The tubing set was replaced and the extension set was connected directly to the patient's IV access site and the therapy was resumed. The customer reported that the microclave port male adapter plug was not used. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.